Manufacturer narrative:
Product has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 250 mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the cartridge. The customer was to change the cartridge.